Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that surgery was performed using schant placed at t11-l3 region. A screw was broken when the surgeon tightened the half ring firmly for alignment correction. The surgeon decided to leave the screw in patient¿s body as the screw was relatively large. No surgical delay was reported due to this event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.